Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation and provided information, the root cause cannot be confirmed. The fact that the device was manufactured back in 2019, it is safe to say that it has performed its task in the former surgeries as intended till now, without any reported anomaly. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the instrument was found broken during set inspection. No patient complications were reported.

Manufacturer narrative:
The device was not returned at the time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the instrument was found broken during set inspection. No patient complications were reported.